Event description:
It was reported that the outflow of the device is not good, so that tissue aspiration is difficult or impossible. There was no harm for patient, operator or third party reported. This was noticed during reprocessing. No further information received. Update nen (B)(6) 2023: further information revealed that this event occurred during a shoulder stability surgery. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. The returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on, and no error messages and no audible alarms were triggered. It was noted during the test that the pump motor/rotating parts made a loud noise when running. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. When the pressure was artificially lowered by removing the inlet from the fluid source, alarms were triggered, and the device did stop. This behavior is expected. Upon functional testing, it was noted that the unit is consistently working as required. No problem found. It was noted that the motor has a loud noise. The review of complaint records for serial number nx615nb shows that the device has one previous complaint. Visual evaluation showed no damage to the housing of the pump. Further review of the pump sub-assembly and components showed no issues with the latch door or tubing connector. The warranty seal is present and complete. The cause remains normal wear and tear.